Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the stopper in the bd plastic non-sterile luer-lok¿ tip syringe was deformed/damaged. The following information was provided by the initial reporter: "we were notified of a complaint from a customer stating the syringe plunger looked melted and is damaged.".

Manufacturer narrative:
H6. Investigation summary: it was reported the syringe plunger looked melted and is damaged. To aid in the investigation, one sample and six photos of a 5ml luer lok syringe was received for evaluation by our quality team. The sample stopper shows signs that it was in a distorted position for an extended period of time. Three images show a distorted stopper condition in the syringe from three various angles. One image shows the plunger rod with the mold and cavity numbers. The other two images each have a picture of a barrel flange. One has the mold number, and the other has the cavity number. The stopper condition observed is non-conforming per product specification and is associated with the assembly process. As the lot number provided is 'unknown,' a device history record review could not be completed.

Event description:
It was reported that the stopper in the bd plastic non-sterile luer-lok¿ tip syringe was deformed/damaged. The following information was provided by the initial reporter: "we were notified of a complaint from a customer stating the syringe plunger looked melted and is damaged."